Event description:
Information received indicates, the bed will not go into the trendelenburg or reverse trendelenburg positions.

Manufacturer narrative:
The technician replaced the left siderail control overlay to repair the bed.